Event description:
It was reported that the patient experienced abdominal pain underneath the pump (slightly above it) on their left hip next to the pump. The patient had lost a lot of weight and the pump was moving around. The pump had caused her stomach lining to be painful. At the last refill. On (B)(6) 2011. It was confirmed by her hcp that the low battery alarm occurred. The patient had been getting weaned off medication for the last year. On (B)(6) 2011, they shut the pump off to see if the patient could sustain without the medication. The patient could not, so they raised it back up to 0.2714 mg/day with concentration 1.0. The plan was to try to turn off the pump on (B)(6) 2011 and explant the pump in the "summertime." The patient's stomach pain has been "excruciating" and she wanted the pump explanted. The patient did not have back pain like she did when it was implanted; therapy was "working as intended otherwise." It was noted that imaging was performed. It was also reported that the patient experienced nausea, pressure and no change with reduction of pump to previous back pain. The hcp was detoxing patient off pump very slowly; detoxing slowly may have caused nausea and weight loss; some symptoms could have been withdrawal. It was noted there was a continuous reduction of dose from (B)(6) 2011. Per hcp, the pump caused pressure and discomfort and the patient wanted it removed. Per hcp the battery alarm had not yet activated; the pump was old and it either needed to be replace or removed. The pump and catheter were explanted. It was noted there was no injury. The patient did have a radial nerve injury with IV being placed for pump removal. The pump was delivering morphine.

Manufacturer narrative:
Catheter model #8709, lot #(B)(4), implanted: (B)(6) 2001, explanted: unknown.